Event description:
Procedure: unk. According to the reporter, the parietal mesh was implanted as preventive measure after an abdominal aortic aneurism surgery in 2006. The day after, a early evisceration was observed, so a 2nd pco2520f was inserted (lot pgh0031). In 2007, another surgery was required due to a parietal disease.

Manufacturer narrative:
Pco2520f was implanted as preventive measure after an abdominal aortic aneurism surgery. This is not a labeled indication of the mesh. Catalog #pco3020f is not sold in the USA and is not FDA approved. However, it is similar to catalog #pco3020 which is sold in the USA and is FDA approved.